Event description:
Consumer alleges chair will move small distance then shuts off. A call has been placed for additional information. It has been learned the end user lives in (B)(6). The end user uses her unspecified powered wheelchair indoor as well as outdoors. The us dealer will try to contact the end user for further assistance. No further information has been received. The end user had purchased this device while in the us some time ago. No injury reported. The device is approximately greater than 5 years old.